Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was error in ids configuration for bin timeout. A technical support specialist (tss) remotely accessed the server and followed knowledge article, medstation es - bd support and customer cannot login to devices post upgrade - error: invalid_client, to investigate the issue. A query identified device missing identity server configuration values. An error was found in the ids configuration indicating that the open bin timeout duration was not set. Device running version 1.5.2.1 were missing required values that could not be edited through device settings. After consultation, the missing values were updated directly in the dispensing device snapshot keys. Ids settings were successfully updated, station authentication was restored, and user login was verified. The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in and received an unable to authenticate error after the device was upgraded to version 1.11. However, there were no delays or adverse events or injuries reported based on this event.